Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; there were broken/damaged components. The devices were repaired and returned. 3 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the jack was drifting down. There was no patient involvement.